Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. The customer treated with insulin from the pump. The customer reported cannula to appear bent. The customer declined to further troubleshoot for bent cannula. The product was not returned for analysis.